Event description:
The affiliate reported the customer alleged discrepant troponin I (access accutni) results, within the risk stratification, for multiple patients involving unicel dxi 800 access immunoassay system. The results were discordant to an alternate unicel dxi 600 access immunoassay system, which produced negative results. One discrepant result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) reported high sensitivity (hs) system check failed. The fse replaced the peristaltic pump, aspirate probes, and duck valve. The fse performed vacuum system, aspiration test, volume checks, analytical module check, and reagent pipettor alignments. The second hs system check passed within specifications. All 10 repetitions of each troponin I level passed within specifications. The fse analyzed the patient sample on both analyzers and both recovered negative results. The unit conformed to the manufacturer's published performance specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2012-01403.